Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images and an onsite evaluation by an abbott representative confirmed damage to the internal driveline wires. Although the damage did not appear to have resulted in a functional issue, it would have contributed to the driveline communication fault alarms captured in the submitted log files. The submitted log files captured driveline communication fault alarms which were active on (B)(6) 2024 which appeared consistent with the reported and observed driveline wire damage. Despite the alarms, the pump was operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, and the heartmate 3 lvas patient handbook rev. G, are currently available. Section 6 of the IFU, "patient care and management," cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was discharged after the driveline repair and reposition, and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that a driveline reposition was also performed. Rescue tape was applied to prevent any fluid contamination. During the repair a completely cut yellow wire with a partially cut green wire was found.

Event description:
It was reported that the drive line was damage by the patient. There was an active drive line fault, and the patient was admitted to the hospital. A chest x-ray and log file analysis were performed.

Manufacturer narrative:
E1: reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.